Manufacturer narrative:
The technician was not able to duplicate the reported overheating, but confirmed that the device had internal debris affecting the motor assembly.

Event description:
It was reported that during a procedure at the user facility, the device was determined to be overheating. No patient impact, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure at the user facility, the device was determined to be overheating. No patient impact, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.